Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was downloaded for evaluation, no firmware errors related to customer complaint were observed. However, a review of the receiver log showed communication gaps which confirmed the reported event of loss of connection. A root cause could not be determined post investigation. Also a transmitter device ( serial #(B)(4), lot #6000880) was returned to manufacturer on 04/18/2017 and was received by manufacturer on 05/18/2017. The transmitter device was evaluated, a visual inspection found no defects. The share log data was retrieved and evaluated. The customer complaint for loss of connection was confirmed after a detailed log review, however the transmitter behaved as designed.